Event description:
Related MFR# 2916596-2024-00208. It was reported that the patient had power connectivity issues with their controller. A review of the event log revealed a string of power cable disconnect, low power hazard, and no external power alarms on (B)(6) 2023 at approximately 11:16 am while tethered on the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate mobile power unit (s/n: unknown) was evaluated following the reported event of a no external power alarm. The mobile power unit was not returned for analysis; however, log files were reviewed which contained data spanning approximately 6 days ( on (B)(6) 2023 ¿ (B)(6) 2023, on (B)(6) 2024 per timestamp). On (B)(6) 2023 from 11:16:14 ¿ 11:16:25, no external power alarms activated due to both power cables being simultaneously disconnected. The backup battery was able to provide power to the system during the event. The alarms resolved once the system was reconnected to battery power. Pump operation was not affected. The observed no external power alarms were determined to be due to user error. The reported event could not be correlated to an issue with the mobile power unit. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use, including the mpu. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.